Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. There was no reported impact to customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy.